Event description:
Additional information received reported that the gap was between the dilator and the sheath at the distal end. It was also confirmed that the insertion difficulty occurred when the sheath itself was inserted into the vessel.

Event description:
A sentrant introducer sheath was used for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. The left external iliac is 5 or 6 mm at the narrowest point and the 8.9-9.8 mm at the origin. The right external iliac 9.2-8.5mm at the origin. It was reported that there was a damaged access vessel. After the device was implanted the peripheral blood vessel was confirmed to have a dissection. A femoral-femoral bypass surgery was carried out as treatment and the procedure was completed. It was noted that the insertion of the sheath may have damaged the access vessel and it may have been too larger for the damaged vessel. It was also noted that ¿damaged vessel is common phenomenon so that the physician is not careful about it.¿ there was no complaint against any of the implanted devices. No clinical sequelae were reported and the patient is fine. Additional information received reported that the damaged vessel was the left femoral which was 9mm in diameter. The vessel reportedly had a little angulation, but no calcification was noted. It was further reported that because the sentrant had the gap between the sheath and the dilator there was resistance when inserting. The damaged seemed to happen at that time.

Manufacturer narrative:
(B)(4).